Manufacturer narrative:
The calibration data showed no indication for an issue. A general reagent problem can be excluded because the qc prior to the event was within ranges. The provided sample foam detection (sfd) images showed parts of dusty particles on one gripper wheel and the sample pipetted on (B)(6) 2024 showed little particles of white particular matter (wpa) on the surface. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The tnths reagent expiration date was not provided. The cobas pro e801 analyzer serial number was (B)(6). The calibration was last performed on 23-aug-2024. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with elecsys troponin t hs (tnths) assay on a cobas pro e801 immunoassay analyzer. Initial result: 114 ng/l. The physician questioned the initial result. On (B)(6) 2024, the sample was then repeated twice and the repeat results were 4.12 ng/l and 4.17 ng/l.